Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples returned with this complaint. The reported condition could not be confirmed without an actual sample to review. The complaint shall be reopened if a sample is received. A root cause investigation was performed by the quality engineer. The exact root cause could not be determined through a review of the equipment or a review of the documentation. The syringe assembly process is controlled and validated and should not damage barrels. Therefore, the most likely root cause was due to a component jam. Additionally, the ram operating procedure was reviewed and lacked a troubleshooting section for addressing equipment issues. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage in the fluid pathway. The lot met all defined acceptance requirements and was released. A change order was released to add a troubleshooting section to the procedure: syringe rotary assembly machine (ram) and another change order was released on to create new standard work documents for troubleshooting equipment issues.

Manufacturer narrative:
Submit date: 5/17/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had and issue with a syringe. The customer states during a case the customer realized the barrel of the syringe had a crack in it when blood sprayed out.